Manufacturer narrative:
A review of the manufacture records of this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6).the physician was performing lower limb artery surgery. After the protege stent was successfully deployed, part of inner sheath was broken in the vessel lumen. The piece was removed with a snare.

Manufacturer narrative:
Photographic and cine images were received from china confirming that the tip of the device had detached. One is a cine image that documents the deployed stent in vivo with the stent delivery system (sds) (protege gps catheter) threaded through the deployed stent. The second image is a photo of the sds distal section. The inner spline shaft is exiting the outer sheath and is fractured proximal to the retainer ring. We received additional information regarding the extraction process for removing the tip tube from the patient. Additional information was also received indicating that the tip was successfully retrieved from the patient.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.